Event description:
The pt received a scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the sjm rep observed two invalid contacts. Reprogramming was attempted but could not get good coverage of the upper extremities. The pt will follow up with her doctor. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.